Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08920 it was reported that st elevation occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A double curve watchman (tm) access system and a 30mm watchman (tm) laa closure device & delivery system were used. The closure device was implanted in the patient. During the procedure, the patient had st elevations that resolved on their own after 2-3 minutes. There were no further patient complications and the patient is currently fine.